Event description:
Customer reported that the insulin pump has a missing piece of the battery compartment. Customer stated that there was a crack in the battery compartment at first and then a part fell out. Customer does not recall how the damage occurred. Blood glucose value was 121 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.